Event description:
Additional information was received from the patient that she also had pericarditis that took two years to clear up. It was unclear as to the time frame when the pericarditis occurred.

Event description:
Additional information was received from the field representative that the patient was seen at her new physician's office and did not discuss any issues or concerns. No further information relating to this issue was able to be obtained.

Event description:
Boston scientific received information that the patient stated that three years earlier she had three transient ischemic attacks (tia) with the last one being severe and located close to one of her implanted leads. The patient claimed that there was debris from scar tissue that was attaching to the lead wire and the debris was breaking off right next to the hole created from the tias. She further stated that the debris went through that hole and went straight to the brain all three times. The patient alleged that was paralyzed on the left side down her arm, the left side of her face, and she couldn't speak. She then had a shunt implanted to seal the hole. The patient stated that she was told the shunt would help the debris that was still attached and chipping off the lead wire in her right ventricle would go the natural way through the lung rather than through the hole. She said it is not clotting her lung, yet. No additional information was able to be obtained. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.